Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted during a device upgrade procedure due to increase high voltage lead impedance. During an attempt to extract the lead, rv coil was pulled away from the tip and the exposed conductor was noted. A new lead was implanted and the patient was doing fine post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.